Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a rollercoaster blood glucose pattern with blood glucose rises into the 220 mg/dl followed by drops of blood glucose reported at 66 mg/dl and subsequent rebounds while using the ilet system, with lows treated by orange juice and peanut butter pretzels and the pump suspending insulin during hypoglycemia. No adverse clinical symptoms associated with hypoglycemia with subsequent hyperglycemia. Outcomes included product-use education without hospitalization, or injury. Investigation included review of device behavior and therapy settings with user education on hypoglycemia treatment and pump functionality. Investigation of this case revealed that overtreatment of hypoglycemia likely contributed to rebound hyperglycemia and repeated up-and-down trends, while the device performed as designed by suspending insulin during lows and delivering correction insulin when glucose remained elevated. It was concluded, based on previously established findings for similar reports, that user technique in treating hypoglycemia was the most probable cause.